Event description:
Pt did not comply with FDA standards in regards to the advised contact lens wearing time. Pt had not seen an eye care provider for over 2 yrs and kept his disposable lenses in his eyes for a period of 2 months and/or more. He was advised of the current FDA protocol and also to be seen yearly for a comprehensive visual exams.